Event description:
(B)(4). I was healthy. This was the worst decision I made from my doctors recommendation to get the essure. I've had pain, bloating, and excessive bleeding on my period. Everything I do is painful in and around the left coil that was placed. I have a constant annoying and sharp pain in the left coil. I can't hold it when I've gotta pee now very well which hinders me from going anywhere. Sex is now irritating and painful on my left side. I've had constant fear since the moment I woke from surgery. I just want these things out of my body and it would be a blessing to have this device from hell recalled and doctors please stop lying, if you aren't personally sure of something don't pretend you do. I pray there's a solution quickly. I would love to wake up without a headache, bloating to the point I can't eat, sleep, walk, lay down and interactive play with my children, forget it. After almost two years of this I am still in process of trying to get this device removed with no luck thus far.